Event description:
It was reported that during a pelviscopy procedure, retriever broke using specimen removal. New instrument opened and case completed with no patient consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.